Event description:
Dealer called stating that the junction box on an unknown bed has no power.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model number, serial number/date code and age of product are unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.